Event description:
At 7:00 pm, customer ate. At 9 pm, device = 51mg/dl. Customer ate 7 crackers. Device = 52 mg/dl & 5-10 minutes later, device = 39 mg/dl. Customer drank a coke & device = 55 mg/dl & 30 mg/dl, patient began sweating and shaking. Device = 39 mg/dl. Customer ate 1/4 cup plain sugar and device went from 54 to 35 mg/dl. Customer had another coke & 3 potato wedges & device = 35 mg/dl. Customer went to hospital & had coke on the way and device = 61 mg/dl. Hospital device = 108. No treatment. No controls used. A request was make for return product & replacement product was sent.